Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse confirmed the issue on the printouts. Fse performed decontamination of the wash path. Fse then checked alignment of bf probes to the incubator and were out of alignment. Fse then performed realignment and repositioned sensors. The instrument initialized without error or issue. Fse ran the daily check and background with good results. The customer ran quality controls but obtained error message 2232 bf2 sensor overflow. Fse then replaced the waste pump and the bf2 2-way valve. The customer then ran quality controls without any issues. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 04-dec-2017 through aware date 04-jan-2019. There were no complaints found during the searched period. The aia-900 operator's manual under safety precautions, states: operate only in accordance with the procedures described in this manual - attempts to operate the aia-900 using procedures not prescribed in this manual may adversely affect the integrity of assay results and cause system malfunctions. Under section 1 basic precautions: reagent handling for reagents required lot management, the aia-900 recognizes their lot numbers. Since mixing such reagents from different lots makes the lot management impossible, reagents must be handled correctly according to their instructions for use. The aia-900 operator's manual under section 12 flags and error messages states the following: [2232] bf overflow sensor 2 failure cause: the overflow sensor 2 s133 is detecting liquid constantly. Action: please contact the tosoh local representatives. Check s133. St aia-pack troponin (ctnl2) analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Troponin I results should never be used as the single determining factor in treatment of the patient. Physicians should be made aware that published literature indicates possible interference in troponin I assays - i.e. Both false positive and false negative results.16, 17 studies on patients diagnosed with myocarditis and dilated cardiomyopathy indicate that disease specific cardiac autoantibodies may be present in the serum and plasma of these and other patients.18-20 autoantibodies are generated against cardiac proteins and this could potentially cause false negative results if the autoantibodies produced interfere with the epitopes utilized in a particular manufacturer's assay. Patient samples may also contain human anti-mouse antibody (hama) due to either natural antibody production or antibodies produced in response to therapy regimens. Hama may cause either false positive or false negative results in assays using mouse monoclonal antibodies. Other heterophile antibodies are also known to interfere in assays of this type. St aia-pack ctni 2nd-gen has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. Results from this or any other in vitro diagnostic procedure which do not correlate with the clinical presentation of the patient should be interpreted with extreme caution. The use of a single ctni result on a patient should be discouraged. As with the other cardiac markers, a temporal pattern of rise and fall over time should be observed to aid in accurate interpretation of the results. Users are reminded that elevations in ctni can occur for reasons other than myocardial infarction, and lack of a ctni value over a certain value does not preclude ami or serious cardiac injury. Assays from various manufacturers may yield different results. Reactivity of the epitopes used in the assay vary with the form of ctni present in a specific specimen. Also, assay calibration between manufacturers is not standardized. Using st aia-pack ctni 2nd-gen, the highest concentration of troponin I measurable without dilution is approximately 115 ng/ml, and the lowest measurable concentration is 0.06 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 115 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 115 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. No patients with skeletal muscle disorders were studied. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values each laboratory should determine a reference interval corresponding to the characteristics of the population being tested and the sample type being used. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient.21 troponin I results should be used in conjunction with the total clinical presentation of the patient. Protocol used for specimen collection intervals will have an effect on cut-off values since measurable troponin I may not be detected until 4 - 6 hours after onset of symptoms in an ami. Interpretation should be made in light of the time interval between symptoms and specimen collection. The most probable cause of the reported event was due to alignment of the bf probes a bad waste pump and 2-way valve.

Event description:
A customer reported that troponin (ctnl2) patient results were fluctuating on the aia-900 instrument. The customer ran a patient sample with the initial run of 0.74 ng/ml and repeated with a results of <l. The customer reported that all troponin patient samples were discrepant and none were reported out. No patient treatment plans were changed. Additionally, the customer reported that the wash probe tubing was not secure and pops off. The instrument was down. There was no indication of patient intervention or adverse health consequences due to the discrepant troponin (ctnl2) patient results.